Event description:
After an implantation period of approx. 50 months, oversensing on the ventricular channel was reported. No adverse patient side effects have been reported. The patient is monitored.

Manufacturer narrative:
The ICD and the lead under complaint were not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of these particular devices as well as on the returned data. The manufacturing process for these devices was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the ICD functions to be as specified.the returned follow-up data have been analyzed. During the inspection of the available iegms, noise was observed in the right ventricular channel, as mentioned in the complaint description. The data did not show any indication of an ICD malfunction. However, based on the morphology of the noise signals, the integrity of the lead cannot be assured. In conclusion, the devices were not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned data revealed no indication of an ICD malfunction. It cannot be excluded that a damage of the lead led to the clinical observation.